Manufacturer narrative:
Device evaluated by manufacturer: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
Jet registry. It was reported that a vessel dissection occurred. The patient presented with a history of claudication and significant reduction in her abi on the right. The 70% stenosed and 5mm in length target lesion was located in the right superficial femoral artery (sfa) with a vessel diameter of 5mm. The target lesion was treated with jetstream navitus atherectomy. There were two runs performed with the blades down and two runs with the blades up. There was no distal embolization which was verified through digital subtraction angiography to the tibial vessels. Post-jetstream treatment showed a 40% area of narrowing with a type a dissection. Adjunctive balloon angioplasty was performed. Good flow down to the right lower extremity and excellent flow down to the right posterior tibialis that supplied the foot were observed. Residual stenosis was 0%. No patient complications were reported. In (B)(6) 2013, the patient had increasing pain and a limited duplex arterial study of the right leg that revealed moderate arterial obstruction in the right lower extremity, likely at the mid right sfa artery level. In (B)(6) 2013, the patient underwent an unplanned tvr which required intervention. Atherectomy was performed using a 2.1/3.0mm jetstream catheter and a non-bsc embolic filter to the distal right sfa which was performed with blades down and blades up runs. Adjunctive balloon angioplasty with a 4.0x18 mm non-bsc balloon catheter was then performed, resulting in less than 10% residual narrowing. There was no distal embolization. The following day the patient was doing well and the event was resolved. In (B)(6) 2013, the patient presented with complaints of claudication, with moderate pain located in the right calf. The patient reported that the pain was increased. The patient reported that the pain did not radiate and was described as "tightness" and was relieved with rest. The patient reported no pain at rest. The patient enter went an unplanned tvr/tlr which required intervention. The patient presented with severe claudication in her right lower extremity (rutherford class 3). Angiography revealed that the right sfa had 90%-95% mid restenotic area of disease. The mid right sfa lesion was approximately 70 to 80mm in length. Pre-dilation was performed and the lesion was treated with an unspecified 5.0x40mm balloon. The lesion was then stented using a 6.0x8.0mm non-bsc drug eluting stent, which covered the entire area of the lesion. Post-dilation was performed with an unspecified 5.0mm balloon catheter and yielded 0% residual narrowing and excellent flow down through the vessel. No patient complications were reported. The patient is doing well and the event was considered resolved.